Event description:
New information received states, the device was explanted. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.

Event description:
It was reported that premature battery depletion was observed. The remaining battery longevity significantly dropped since last follow-up two months prior. Device replacement is planned. The patient¿s condition is normal.

Manufacturer narrative:
(B)(4).